Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the device no longer closed completely. A surgical procedure was performed to remove and replace the aus. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported mechanical issue and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is known risk associated with this device type and indicated as such in the instructions for use.